Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole. Additionally, during the microscopic inspection, the balloon was dissected to inspect the ro markers and no damages were found. Functional analysis could not be performed due to the balloon lumen being occluded by dry contrast, and the occlusion could not be unblocked; this occlusion is normal due to the use of contrast during the procedure. Dimensional examination of the outer diameter (od) of the ro markers was performed and was measured in two sections; distal and proximal. The two sections were within specification. The found failure of a pinhole confirms the reported event of the balloon leaking. With all the available information, boston scientific concludes that it is most likely that the pinhole failure is the result of the interaction between the device and the scope while the catheter advancement occurs at higher elevator angles; this factor combined with the device's design likely influenced the damage found on the balloon. Therefore, the most probable root cause is cause traced to device design because the problems are traced to the design specifications. An investigation is in place to address this problem; however, the investigation is ongoing still at this time and corrective actions have not yet been established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of three hurricane rx dilatation balloons used during the same procedure. It was reported to boston scientific corporation that three hurricane rx dilatation balloon were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noticed on the x-ray that the balloon was leaking during inflation that came from the distal tip. Reportedly, the same issue occurred on the second and third hurricane rx dilatation balloon. The procedure was completed with a fourth hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now a reportable event.